Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) sandstorms, waveforms and numbers appearing double on the screen, .there was no patient harm or injury reported.

Manufacturer narrative:
Updated fields - b4,d1 (brand name), d4 (catalog #, version or model #, UDI) d8, d9, g1, g3, g6, h2, h3,h4, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse reported screen display shows snow, waveforms and numbers are doubled, etc. Fse replaced video generator board to resolve the issue. Inspection based on inspection record sheet found good. Performed all functional and safety checks to meet factory specifications. There is no abnormality.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. The following was performed by sr service technician of maquet failure analysis and testing department wayne, failure analysis and testing department received the following(kit) is a kit made up of the following edm upper display monitor board 21 30 mwts cable, spv video generator board these parts were received with a reported unit failure of screen display failure. Failure analysis and testing department performed visual inspection of all parts received and found all of them are in good condition. The failure analysis and testing department installed video generator board spv, edm and mwts in the cardiosave test fixture and tested to factory specifications per procedure and cardiosave service manual. The failure analysis and testing department tested all parts jointly and were able replicate the failure. The upper display and touchscreen stay black after power up the failure analysis and testing department tested the parts individually the result was mwts cable and edm upper display monitor board are working normally but spv video generator board was replicating the reported failure. Retaining the cable in the failure analysis dept per procedure. Sending the boards spv and to the respective supplier per procedure. The following was submitted by technician of the maquet failure analysis and testing dept.(fat) wayne, failure analysis received from the supplier. Please see attachment they stated that the part passed with no issues. Root cause for this part is not confirmed. Retaining the part in the failure analysis and testing department per procedure. The following was submitted by technician of the maquet failure analysis and testing dept.(fat) wayne, failure analysis received from the supplier for the part. Please see attachment. They stated fail touch screen, replace u41 probable root cause for this part is impossible to define. Retaining the part in the failure analysis and testing department per procedure.